Event description:
The device was returned for preventative maintenance. There were no alleged problems. The service record was not calssified as a complaint when originally received. It was discovered during the repair evaluation the alarm did not sound intermittently. The alarm capacitor was replaced to correct the problem. This malfunction was found while on the technician's bench. There was no patient involvement or reported harm.